Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to a faulty charged coupled device (ccd). The cause of the faulty ccd, likely occurred because it was broken and water entered from the cut on the cable. As to water leak from the cable, the phenomenon can be prevented by following the description in the instruction manual which states: "never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which would allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿bad video image¿. Deterioration of the image quality was due to loss of function of the imaging system. There were few additional findings. Cable had scratches. The paint of the scope mount main body was peeling. The cable was flooded due to leakage. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported that the camera head displayed a bad quality video image. The issue was found during pre-use inspection. The device was returned and an evaluation at the repair center revealed that the device displayed no image due to charge coupled device (ccd) failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.